Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 vfor 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The insulin pump was received with serial number label fading, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 7.8 mmol/l at the time of the incident. The customer's mother sates they have a problem with the battery. The insulin pump alarmed power error 25. Troubleshooting was performed, but the customer decided to exchange the insulin pump. The insulin pump will be returned for analysis.